Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise. The noise was reproducible and resulted in inappropriate mode switching. No intervention was performed. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.